Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of voltage too low to project the remaining capacity. Boston scientific technical services (ts) analyzed the data and determined that the device has enough battery to maintain therapy. The device has been explanted and replaced. No additional adverse patient effects were reported. The device has been returned.